Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025. The patient condition was good before, during, and after the procedure.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was stable.